Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the device on either mesoappendix or appendix for the second time in a laparoscopic appendectomy, it would not fire. They noted the device worked on the first firing. They used another device to complete the case. No patient injury was reported.